Event description:
A healthcare facility in france reported that they had condensation issues with an mr850 respiratory humidifier. The hospital reported that 44 degree c was displayed with alarms on the humidifier and that they had difficulty maintaining the ventilation parameters. The hospital reported that the patient did not sustain any injuries . No patient consequence was reported.

Manufacturer narrative:
The mr850 respiratory humidifier was not returned to the manufacturer for inspection. An investigation was carried out based on the event description and information provided by a hospital representative, in a follow up phone call with an fph representative. Results: in the follow up phone call, a staff member from the hospital reported that the breathing circuit used (which made by another manufacturer) did not have the appropriate temperature probe port at the chamber end of the breathing circuit and also that the breathing circuit extension could not be removed from the setup. They also reported that the breathing circuit was used with a radiant infant warmer. The hospital representative was not able to provide the model number of the breathing circuit made by the manufacturer. Conclusion: it is likely that the temperature measured by the mr850 temperature probe was higher than that of the gas delivered, as a result of the probe absorbing some heat from the radiant warmer. In the follow up phone call, the fph representative recommended using reflective temperature probe covers when using an infant radiant warmer. This recommendation is depicted in fisher & paykel healthcare's neonatal breathing circuit instructions for use. The unheated section of the breathing circuit was likely to have contributed to the formation of condensate within breathing circuit by allowing the ventilation gas to cool and condense. In a follow up phone call, the fph representative recommended the hospital staff remove the unheated breathing circuit extension from the setup. The fisher & paykel healthcare mr850 instructions for use include a warning that states "the use of breathing circuits, chambers or other accessories, which are not approved by fisher & paykel healthcare may impair performance and compromise safety." The breathing circuit was not manufactured by fisher & paykel healthcare and this complaint has been forwarded to the manufacturer of the breathing circuit.